Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue and found the instrument to have a broken blade. The blade broke approximately 0.043¿ from the base and was returned with the instrument. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failures. The root cause of this failure is fatigue due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the blade of a harmonic ace instrument broke and fell inside the patient. The fragment was retrieved laparoscopically during the same procedure. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported breakage occurred during tissue dissection. The customer reported that the procedure was delayed 2-3 minutes as a result of the reported issue. The customer reported that the instrument did not come into contact with another instrument or hard material during the procedure. The instrument was not inspected prior to use. No post-operative tests were performed. The customer provided a photo of the instrument and broken blade outside of the surgical field.